Event description:
The wife of a male pt contacted lifecor customer support to report that neither battery pack would fit into the monitor. Support had a pt services rep replace the monitor and both battery packs.

Manufacturer narrative:
Device MFR date monitor - 2007 battery packs - 2007. Device eval summary: device evaluations of monitor, battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs were functional. Then they were restocked. The damage connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The pt received a replacement monitor and two replacement battery packs.